Manufacturer narrative:
Section b5 - correction - the patient arrived at the clinic on (B)(6) 2024. Manufacturer's investigation conclusion: the reported event of the modular cable (lot number: unknown) being damaged was not able to be confirmed, as the product was not returned for analysis and no photos were submitted for review. Available information indicated that the modular cable was exchanged. The root cause of the reported damage could not be conclusively determined through this analysis. The device history records could not be reviewed, as the lot number was not provided. The heartmate iii patient handbook (rev d) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook (rev d) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the modular cable. The heartmate3 lvas patient handbook (rev d) section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility med watch (B)(4) was received that stated the patient arrived at the clinic on (B)(6) 2024 with noted damage to their modular cable and the modular cable was replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary mw number (B)(4) was received 17mar2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.